Manufacturer narrative:
Device evaluated my manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that during a rotational atherectomy treatment procedure, guide wire movement occurred. The intended target lesion is unknown. The physician using a rotalink advancer advanced an unknown burr over a rotawire. When the burr was activated, the rotawire would move backwards. The physician realized that they had the wire torquer in the advancer near the break. This then disengaged the brake and wire movement occurred. The physician held the wire torquer by hand in order to keep wire placement. No complications were reported and the patients' status is okay.